Manufacturer narrative:
Based on the information available to us, the device history record (DHR) review could not be reviewed since no lot number was provided from the customer. The physical sample was returned; the sample were visually inspected, and the ruptured tube is confirmed, however this defect did not originate from the manufacturing facility. In order to determine a root cause, a gemba walk was done at the manufacturing facility focusing on the manufacturing equipment and process, however the root cause is undetermined. The manufacturing site will continue to monitor customer complaints and feedback notifications for adverse trends that require immediate attention.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Per the customer, neither the product ID nor lot number are available. As a result, the UDI could not be determined.

Event description:
Customer reports: the registered nurse (rn) was flushing a kendall entriflex nasogastric feeding tube and had difficulty flushing when a pop was heard. The rn spoke with the physician and was told to remove the tube and a portion of the tube was left in patient, which was able to be removed. Per additional information received on 8/21/23, the duo tube was being used for medication administration and enteral feeds. The tube broke off around the 30cm mark and this remained inside the patient. The 30cm of tubing was removed via a bedside procedure later that day prior to placing a peg tube. During the duration of the duo tube the patient presented no complications from insertion to the extraction of the duo tube.